Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
(B) (4) crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system expired. The cause of death was not device related. However, the patient was being treated for an infection on one of the leads. The clinician was not able to confirm which lead was involved. It was believed that the device and leads were buried with the patient. No products have been returned.